Manufacturer narrative:
A partially deployed stent was received for analysis; the stent was deployed by 16mm with only the proximal crochet stitches in tact. There were no issues noted with the profile of the partially deployed stent or delivery system. During analysis it was possible to retract the deployment suture and fully deploy the stent without issue. There is no evidence that the device failed to meet specification prior to shipping. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be used to treat a malignant stenosis in the bronchus during a bronchus stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician began deploying the ultraflex tracheobronchial stent. After approximately 1cm of the distal end of the ultraflex tracheobronchial stent had been deployed the physician was unable to continue deployment. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be used to treat a malignant stenosis in the bronchus during a bronchus stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician began deploying the ultraflex tracheobronchial stent. After approximately 1cm of the distal end of the ultraflex tracheobronchial stent had been deployed the physician was unable to continue deployment. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.